Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was implanted into the patient on (B)(6) 2011. According to the complainant, the patient experienced pain, dyspareunia, infection and the need for additional surgeries. Per the physician, on (B)(6) 2011, the patient complained about a lump in her vaginal area, as well as pain in her lower pelvic area. On (B)(6) 2011, a tip of the solyx single incision sling was removed by the physician. The patient was scheduled to return earlier this year (2012); however she has not returned to see the physician. All other information, including the patient's current condition, is unknown. Should additional relevant details become available, a supplemental report will be submitted.